Event description:
During preparation for use of the device for cardiopulmonary bypass, the air bubble sensor continuously alarmed and could not be reset. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.